Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No battery out limit alarm could be confirmed due to the unresponsive buttons. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 258mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.